Event description:
In 2009, the pt reported receiving e4 (occlusion) errors on his infusion device for the past few weeks. He switched to his backup infusion device and the errors continue. His blood glucose has been elevated to 300-600 mg/dl as a result. He stated that when the errors occurred, he was able to disconnect from the infusion site and prime without error. He was using competitor infusion sets with exp dates ranging from 2002-2007. He was advised against using expired product. The pt was sent complimentary infusion sets. Upon f/u a week after report, the pt reported that the complimentary infusion sets were working well and he had no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.